Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant physical and mental pain and suffering, has sustained permanent injury, and will likely undergo corrective surgery.